Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission found that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch and noise reversion. Programming changes status was unknown. Patient status was unknown.